Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. Caller alleged the connector between the cannula and tube is defective. The caller reported that this has occurred with 4 different infusion sets from the same box. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.